Event description:
It was reported that the customer was hospitalized. It was stated that the insulin pump had an error alarm, and the customer did not have manual daily injections back up plan at home. A replacement of the insulin pump was sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a loose drive support disk. Unable to perform the occlusion and excessive no delivery alarm tests due to the alarm. Cracks to the case, reservoir tube lip, battery tube threads and a scratched display noted during the visual inspection.